Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/21/2019. A follow-up report will be submitted once the investigation has been.

Event description:
The customer reported that the ventilator's touchscreen failed. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: 24jul2019. Date of this report: 07aug2019. The field service engineer evaluated the ventilator and was unable to duplicate the reported problem. No fault was found on this ventilator so it was returned to use.